Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug (25mg/ml at 17.485mg/ml) via an implantable pump. It was reported that when doing replacement of end of service (eos) pump on (B)(6) 2025, the physician noticed that the pump connector was not attached to the pump. The cause of the event was unknown. The physician was unable to successfully aspirate the catheter, so it was tied off in the pocket. The physician placed a new 8780 and connected to new 8667-40. The catheter did have flow upon connection to new pump. The physician did decrease patient¿s daily dose since he was unsure how much patient was truly getting from previous (8709) catheter. The issue was resolved. The healthcare provider (hcp) hcp has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2004 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-aug-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.